Event description:
It was reported that there was oversensing of the minute ventilation signal on the rv channel. It did not appear consistent with variations in spring contact. The rv lead impedance measurement increased from mid so0's over 3 days to 772 and then stepped back down again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).